Event description:
Both of my breast silicone implants have ruptured. The left implant ruptured in 2018 and the right implant ruptured in (B)(6) 2019. The right implant is under arm and on my back. It's painful because is pulling my skin on my back. Plus there is 3 knots under my armpit. I have contacted mentor concerning this problem. MRI, ultrasounds, CT scan. FDA safety report ID# (B)(4).